Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy procedure, post firing the stapler the staple line from 6 to 9 position is not proper; staple line was malformed and patient was managed by sutures. The procedure was completed by hand suturing. There were no patient consequences reported.